Event description:
The customer was having low blood glucose symnptoms. Customer tested and received a result of 73mg/dl. Customer later passed out. An ambulance was called and paramedics tested and received an unk result. The customer was taken to the hosp where they received a result in the 40's. The customer was kept overnight for observation. Customer was given a candy bar to eat. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.